Manufacturer narrative:
Analysis was performed on the returned device. The reported cuff miss was confirmed as a link break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported cuff miss and unexpected medical intervention appear to be related to the operational context. In this case, it is likely that user error and or interactions with patient anatomy during step 2 of the engagement process prohibited the posterior needle to incomplete blow through leading to the separation when the plunger was pulled during step 3. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was pulled back. An additional device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.